Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that implantable cardiac monitor (icm) was oversensing t wave. No intervention was performed. The patient was discharged with no reported consequences.